Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii-IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV.

Event description:
Healthcare professional reported "right side capsular contracture baker grade iii-IV." Device remains implanted.

Event description:
Healthcare professional reported "right side capsular contracture baker grade iii-IV." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases are observed.

Event description:
Device has been explanted and replaced.